Manufacturer narrative:
Reported to the FDA on november 29, 2010. (B)(4).

Event description:
Reported by the complainant as follows: patient was admitted to the hospital for a leg infection. Patient had an mi and was in cvicu. Had fms inserted between 20-28 days ago for diarrhea - cause not disclosed. States patient did not have any contraindicated conditions. Had several incidences of stool leakage around balloon and the fms was removed and reinserted several times - does not know how much fluid was placed into the balloon. The final time the catheter was removed at the end of (B)(6) 2010, there was a 1-2 inch piece of tissue adherent to the device. The colorectal surgeon did a colonoscopy and bowl ischemia was noted. Subsequently a diverting colostomy was done. Does not know if patient was receiving anticoagulants. Patient has been discharged from the facility.